Manufacturer narrative:
The meter was requested for investigation. (B)(4).

Event description:
The initial reporter had an issue with the meter display on accu-chek inform ii meter serial number (B)(4). The reporter stated there are spots in the patient results field of the display. The reporter stated meter does not show signs of physical damage. There was no actual misinterpretation of a result.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.